Event description:
It was reported that the patient with this right atrial (ra) lead experienced fall on the device chest and a shocking sensation that has gotten strong recently. In addition, this ra lead exhibited an increased in threshold from 0.4 milli volts at 0.5 milli seconds to 1.2 volts at 0.5 milli seconds. Was surgically revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b, initial reporter in e section, device codes (f10) in f section, and device codes (h6) in h section.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced fall on the device chest and a shocking sensation that has gotten strong recently. In addition, this ra lead exhibited an increased in threshold from 0.4 milli volts at 0.5 milli seconds to 1.2 volts at 0.5 milli seconds, lead dislodgement, was surgically revised and remains in service. No additional adverse patient effects were reported.